Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, the transmitter was unable to read the patient's device using the radio frequency (rf) transmitter. An inductive transmitter was sent to the patient to send transmissions until the rf could be restored. The patient then presented to the clinic where a device software upgrade was performed using a merlin programmer to reestablish rf telemetry. Technical services was contacted and the device image revealed an internal rf internal error message. In addition, an event queue overflow reset was observed; however, the device did not revert to back-up vvi. The patient experienced no consequences.